Event description:
The device was used during a lar procedure. Reported, a pin disengaged while inserting the instrument. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.